Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complications of esophageal injury are known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2026 a patient in austria underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2026 during the peg placement, it was reported that the physician did not hold the blue guide piece for the peg tube string, causing it to slip over the indwelling tube and into the stomach. It was reported that physician did not follow the therapy specialist's recommendation to retrieve the piece with a bag, but instead used grasping forceps. As a result, the guide piece was retrieved transversely through the esophagus (instead of lengthwise) causing a 4cm slash of the esophagus. The patient had acute bleeding which was controlled with 6 clips. The jejunal tube was subsequently inserted without complications and duodopa therapy was initiated. No further information was available as the patient declined to be contacted.